Manufacturer narrative:
The field service engineer (fse) evalauted the instrument and could not duplicate the reported problem in the pipette assembly. The instrument was adjusted, tested without further problem, and returned to service.